Event description:
A (B)(6) distributor contacted zoll customer support to report that a (B)(6) patient's electrode belt had a damaged cable. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damaged cable) was confirmed. Upon investigation the cable connecting ECG "c" to ECG "d" was pulled from the strain relief, damaging the brown (lead-1) and orange (lead - 2) wires in the cable. The cause of the strained cable could not be positively identified but was likely excessive force. No adverse event resulted from the defective electrode belt. The patient received a replacement electrode belt.